Manufacturer narrative:
Cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6)2014 and a normal ipg replacement occurred on (B)(6)2025. On (B)(6)2025, the patient experienced heavy tension and pain beyond the clavicle, above the ipg pocket when moving their head. A procedure was done to explore the cause of the symptoms. Per the opinion of the physician, the root cause of the tension was the adhesion causing the csl to be stuck. The physician removed the adhesions, so the csl was more mobile in the tunnel and repositioned the strain relieve so that the reinforced csl area went deeper into the ipg pocket. Following the procedure, the issue resolved, and the patient was discharged on (B)(6)2025.

Event description:
A barostim system was implanted on (B)(6) 2014 and a normal ipg replacement occurred on (B)(6) 2025. On (B)(6) 2025, the patient experienced heavy tension and pain beyond the clavicle, above the ipg pocket when moving their head. A procedure was done to explore the cause of the symptoms. Per the opinion of the physician, the root cause of the tension was the adhesion causing the csl to be stuck. The physician removed the adhesions, so the csl was more mobile in the tunnel and repositioned the strain relieve so that the reinforced csl area went deeper into the ipg pocket. Following the procedure, the issue resolved, and the patient was discharged.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the adhesion was causing the csl to be stuck. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).